Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular (rv) pacing and shock impedance measurements, and poor r-wave morphology. The patient was reported to experience exit block, so they were hospitalized, and the rv lead was explanted and replaced. Evidence suggests that the crt-d device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular (rv) pacing and shock impedance measurements, and poor r-wave morphology. The patient was reported to experience exit block, so they were hospitalized, and the rv lead was explanted and replaced. Evidence suggests that the crt-d device remains in service and no additional adverse patient effects were reported. Evidence suggests that this device remains in service. The cause of the high out of range pacing and shock impedance is unknown at this time. Additional information was received indicating that this system exhibited oversensing of signals, which was one of the reasons why the lead was explanted. Evidence suggests that this device remains implanted and in service.